Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a few of the clips has been fired, and the jaw has been locked when one clip was fired. The surgeon attempted to remove the jaws from the tissue and remove the device from the sterile field. Another applicator was used for the same procedure until the case was finished. There were no adverse consequences to the pt. Additional info was received 09/01/2009.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, the device locked out as intended. Although, the event could not be confirmed, a corrective action has been initiated to address the root cause of the opening issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.